Event description:
As reported, at the time of pre-use inspection, the doctor noticed that there was buckling at the base of the needle of na-403d-2021. The doctor continued to use it as it was, and although it was difficult to use, the procedure was completed. No health hazard to the patient. Doctors have previously said that na-403d-2021 had a similar problem. There was no patient harm, no user injury reported due to the event. This complaint (B)(4) with unknown event date was opened to capture/address the similar problem (buckling at the base of the device) as reported by the doctor that occurred previously. This report is related to a report with patient identifier (B)(6) (buckling at the base of the needle).

Manufacturer narrative:
Initial reporter name and address: full name of the customer establishment is (B)(6). The subject device was not returned for evaluation. The device was discarded by the customer. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the failure, being a known phenomenon, likely resulted from potential damage when taking the device out of the packaging prior to preparation. The event can be detected/prevented by following the instructions for use (IFU) which state: "carefully remove the device from the package and ensure the device does not become kinked during removal." Olympus will continue to monitor field performance for this device.